Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the clamp-to-swivel threads of the a3059 mayfield composite series skull clamp seem stripped and it did not secure the clamp appropriately. The date of the event was not specified. Additional information was received on 14feb2019 indicating that the product problem was discovered when the staff attempted to use it on the patient that was prepped for a craniotomy for tumor procedure. There was no known patient injury noted and a slight delay with no measurable impact to the patient was reported. The procedure was completed using a back up mayfield.

Manufacturer narrative:
The device was returned for evaluation and the unit was received with the threads on the right side starburst cross-threaded. Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The complaint was likely caused by wear and tear over time/ improper handling. The definite root cause could not be reliably determined. Device identifier # (B)(4).

Event description:
N/a.